Event description:
It was reported that during central processing, it was unable to remove cauterization markings on the 8mm monopolar curved scissors (mcs) instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.